Manufacturer narrative:
The lead is not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this chronic right atrial (ra) lead was surgically abandoned and replaced during the device replacement procedure. The lead exhibited noise that was oversensed, as well as high pacing threshold measurements. No pacing inhibition was observed. No adverse patient effects were reported.